Manufacturer narrative:
Product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4). Product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure to remove the ipg and leads as they were experiencing pain and a fever wherein the physician assessed there was an infection located around the site of the implanted devices. Following the procedure the patient was noted to be doing well.